Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be confirmed or replicated. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. Event description: the event date is unknown. "Noticed black and clear plastic missing from inside trocar after use." Patient status: no patient injury reported.

Manufacturer narrative:
This report is to follow up medwatch #mw5084976.

Event description:
Procedure performed: unknown. Event description: "noticed black and clear plastic missing from inside trocar after use." Received mw5084976 via mail on 05apr2019 from the FDA: event date: (B)(6) 2018 "pt undergoing removal of lap band and port when scrub tech noticed black plastic and clear plastic from the inside of the trocar was damaged and missing. Dr. Verified no pieces left in pt. Surgeon:" additional information was received via email on 17apr2019 from risk management: "the medwatch report #mw5084976 and [hospital case] #50957147 are both about the same item. (Ref cor37, item 1331891)." Type of intervention: "dr. Verified no pieces left in pt." Patient status: "no adverse event."

Event description:
Procedure performed: unknown. Event description: "noticed black and clear plastic missing from inside trocar after use." Received mw5084976 via mail on 05apr2019 from the FDA: event date: (B)(6) 2018"pt undergoing removal of lap band and port when scrub tech noticed black plastic and clear plastic from the inside of the trocar was damaged and missing. Dr. Verified no pieces left in pt. Surgeon:" additional information was received via email on 17apr2019 from risk management: "the medwatch report #mw5084976 and [hospital case] #50957147 are both about the same item. (Ref (B)(4) item 1331891)." Type of intervention: "dr. Verified no pieces left in pt." Patient status: "no adverse event."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with the shield, a clear plastic component of the seal. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. The shield and septum, a rubber component of the seal, were damaged and torn. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This report is to follow-up medwatch report # mw 5084976. Correction to d2: change to "laparoscope, general & plastic surgery"